Event description:
The customer reported that the device displayed a red x with an accompanying beep. There was no pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.